Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 462 mg/dl. The customer stated that the insulin pump was not pushing insulin through. The customer was not comfortable with an insulin pump and would like to replace. Troubleshooting was declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensing resistor. Unable to perform basic occlusion test, occlusion test, prime alarm test, excessive no delivery test or verified compromised force sensor alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.